Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that her daughter have been high blood glucose readings as a result of bent cannulas. The mother stated that her daughter's blood glucose reading goes up to 500 mg/dl. The mother stated that they did not need to troubleshoot the pump.